Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/06/02011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive and corrosion found under all key contacts.

Event description:
Per distributor: the pump's keypad buttons are unresponsive.